Manufacturer narrative:
The device was explanted due to migration. Interrogation of the device revealed the device was above elective replacement indicator (eri) when received. Telemetry, impedance, sensing, pacing, and high voltage (hv) output functions of the device were tested and found to be normal.

Event description:
Related manufacturer report number: 2017865-2023-11062, related manufacturer report number: 2017865-2023-11063. It was reported that a patient presented to clinic for follow up. Device interrogation revealed low defibrillation impedance on the right ventricular (rv) lead and oversensing noise resulting in inappropriate mode switch episodes on the atrial lead. Rv lead fracture was suspected. During lead revision, the physician noted the rv and ra leads were dislodged and twisted due to twiddler's syndrome, the implantable cardioverter defibrillator (ICD) was found to have migrated. The physician elected to explant and replace the ICD, rv lead, and atrial lead. The patient was discharged following the procedure.